Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient undergoing treatment with a prismaflex control unit, a prismaflex m150 filter set and prismasol as replacement fluid experienced a significant hypotensive event within minutes of being connected. The patient's blood pressure (bp) was 160 systolic prior to initiating therapy and dropped to 40-50. Therapy was stopped for a short period of time, then restarted to correct acidosis. The patient subsequently experienced a cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and pulse was regained and the patient was placed on extracorporeal membrane oxygenation. It was reported the patient was on unspecified vasopressors. Therapy was not restarted. The patient outcome from the hypotensive event was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.